Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during unpacking from the box the rigid videoscope had visibly broken fibers. There was no patient involvement.

Event description:
It was reported during unpacking from the box the rigid videoscope had visibly broken fibers. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the investigation is performed based on the provided information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.